Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Patient had fallen a few months ago. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Stimulation was restored.